Manufacturer narrative:
Returned device analysis revealed the sheath and loader were within manufacturing specifications. The loader cap screwed snug and securely onto the hub of the sheath. The sheath and loader did not leak from the hemostatic valve when tested manually. The sheath and loader also met the iso leakage test method requirement. No manufacturing rejects or anomalies of this type were recorded in the device history record. The introducer sheath and loader passed all in-process and qa final inspection steps before shipping to the customer, including visual, dimensional, mechanical and leak testing. No manufacturing defects were found. Per manufacturing procedure (adelante magnum and destino magnum sheath assembly) complete 100% leak test according to procedure. Per qa procedure (breezeway ii guiding sheath shaft assembly). Sampling plan: inspect per ansi z 1.4, gen level 1, normal, and aql 0.40. Perform leak test according to procedure. Per qa procedure (breezeway ii loader in-process and final inspection) sampling plan: inspect per ansi z 1.4, gen level 1, normal, and aql 0.40. Perform leak test according to procedure . Per IFU instructions for use when delivery sheath is used with loader: a loader is to be used at a physician's discretion to open the valve of a delivery sheath for ease of insertion of a diagnostic and/or therapeutic device into the delivery sheath. Follow directions for use from section 8.1 for general use lines 1-6. Completely flush the loader assembly via the side port with three-way stopcock with either saline or heparinized saline to ensure it is free of air prior to use to avoid air embolism to the patient. Inspect loader for air bubbles. Constantly flush loader to prevent air bubbles while loading a diagnostic and/or therapeutic device. Before connecting the loader containing the device to the delivery sheath, remove the dilator and guidewire from the delivery sheath. Secure the loader containing the device using the screw in connector on the delivery sheath hub. Caution: the lock ring on the loader must be screwed tightly against the delivery sheath. This prevents detachment of the loader from the delivery sheath when pushing the device through. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up report will be submitted as soon as the investigation is complete. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Event description:
First implantation with new odsiii. After product presentation and training. Regular pfo procedure. Probing of the defect, insertion of an occlutech guidewire into the lupv. After preparing the odsiii (flushing, connecting) and preparing the required occluder (19pfo25d). Ods was brought forward into the la without any problems, after removal of wire and dilator and deairing by aspiration, heparin was given. The prepared occluder in the loader was connected to the ods under manual flushing. Now aspiration at the side port of the ods and air entry at the hemostatic valve of the loader. Loader was removed from the ods and air was aspirated from the side port of ods. Now complication-free implantation of the occluder. Position control with x-ray and tte, final km injection shows a leaking hemostatic membrane on the ods (km splashed out). In good location, detachment of the occluder and termination of the procedure without patient damage and very good result. The patient left the cath lab in good condition. No patient injury or consequences reported. Defect size about 11mm: tee measurement. This event is addressed under (B)(4).